Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. A follow-up report will be submitted when the final evaluation is completed as necessary.

Event description:
(B)(4). This spontaneous case, reported by a consumer, with additional information provided by the initial and a second consumer, who contacted the company to report adverse events and product complaints, concerns a female patient of unknown age and origin. The medical history and concomitant medications were not provided. The patient received human insulin (rdna origin) nph (humulin n), unknown dose, frequency, route of administration, indication for use and start date. The patient also received human insulin (rdna origin) regular (humulin r), 2 iu, applied when the glycaemia reached 250 (as reported), unknown route of administration, indication for use and start date. On an unspecified date, unknown time after starting the treatment with human insulin (rdna origin) nph and insulin (rdna origin) regular via humapen luxura champagne 3ml (lot number 1312b03 and (B)(4)), the device was possibly not delivering insulin and the glycaemia of the patient remained high (results, units and normal ranges not provided). On unknown date, the blood glucose was at 400 (units not provided). On an unspecified date, the reported device was possibly delivering too much insulin and the patient was experiencing intense hypoglycaemia, practically every day. Due to hypoglycaemia, physician recommended to reduce human insulin regular dosage to 1 unit instead the previous 2 units. However, even after reducing the dosage, the patient experienced a sudden drop in blood glucose. Reportedly, in (B)(6) 2018, the treatment with human insulin (rdna origin) nph and insulin (rdna origin) regular was changed from device to syringe and after that the glycaemia of the patient was controlled. In (B)(6) 2018 it was reported that blood glucose was high and dropped too fast (unclear if occurred during the use of the device or the syringe). Moreover, on unspecified date, unknown period after beginning treatment with both insulins, the patient experienced two fainting. The fainting and blood glucose fluctuation were considered serious by the company due medically significant reasons. Information regarding remaining corrective treatments, outcomes and laboratorial exams results were not provided. It was unknown if treatment with human insulin (rdna origin) nph and insulin (rdna origin) regular was continued. The mother of the patient operated the reported device and it was unknown if she was trained. This model of device and the reported device have been used for around six months. The return was not expected, once the usage concerns were resolved and device was reported to be working properly. It was unknown if the patient continued the treatment with the reported device. No opinion of relatedness was provided regarding human insulins and events. The initial consumer stated that the events of blood glucose increased, possibly too much insulin received, was possibly not delivering insulin, patient had too much hypoglycaemia were related to the reported device. No other assessment of relatedness was provided. Updated 21may2018: additional information received on 16may2018 from initial reporter and on 18may2018 from a second reporter, both of them were processed together, it was added: a second reporting consumer; lab exams; human insulin regular lot number; human insulin regular dose and frequency; serious events of blood glucose fluctuation and fainting. Updated: seriousness of the case (from non serious to serious) . Narrative and correspond fields were updated accordingly. Edit 24may2018: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added.

Manufacturer narrative:
B.5. Narrative field; new updated and corrected information is referenced within the update statements in b.5. Please refer to statement dated 01jun2018 in the b.5. Field. No further follow up is planned. Evaluation summary: the mother of a female patient reported that her humapen luxura device sometimes releases a lot of insulin, or it jams and no insulin is released. The patient experienced blood glucose fluctuations. The device was not returned for investigation (batch 1312b03, manufactured december 2013). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. The patient support center was able to troubleshoot the device and was able to confirm the device was functioning normally. A complaint history review for the batch did not identify any atypical findings with regard to device accuracy issues. All humapen luxura devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. There is no evidence of improper use or storage.

Event description:
Lilly case ID: (B)(4). This spontaneous case, reported by a consumer, with additional information provided by the initial and a second consumer, who contacted the company to report adverse events and product complaints, concerns a female patient of unknown age and origin. The medical history and concomitant medications were not provided. The patient received human insulin (rdna origin) nph (humulin n), unknown dose, frequency, route of administration, indication for use and start date. The patient also received human insulin (rdna origin) regular (humulin r), 2iu, applied when the glycaemia reached 250 (as reported), unknown route of administration, indication for use and start date. On an unspecified date, unknown time after starting the treatment with human insulin (rdna origin) nph and insulin (rdna origin) regular via humapen luxura champagne (lot number 1312b03 and (B)(4). The device was possibly not delivering insulin and the glycaemia of the patient remained high (results, units and normal ranges not provided). On unknown date, the blood glucose was at 400 (units not provided). On an unspecified date, the reported device was possibly delivering too much insulin and the patient was experiencing intense hypoglycaemia, practically every day. Due to hypoglycaemia, physician recommended to reduce human insulin regular dosage to 1 unit instead the previous 2 units. However, even after reducing the dosage, the patient experienced a sudden drop in blood glucose. Reportedly, in feb2018, the treatment with human insulin (rdna origin) nph and insulin (rdna origin) regular was changed from device to syringe and after that the glycaemia of the patient was controlled. In mar2018 it was reported that blood glucose was high and dropped too fast (unclear if occurred during the use of the device or the syringe). Moreover, on unspecified date, unknown period after beginning treatment with both insulins, the patient experienced two fainting. The fainting and blood glucose fluctuation were considered serious by the company due medically significant reasons. Information regarding remaining corrective treatments, outcomes and laboratorial exams results were not provided. It was unknown if treatment with human insulin (rdna origin) nph and insulin (rdna origin) regular was continued. The mother of the patient operated the reported device and it was unknown if she was trained. This model of device and the reported device have been used for around six months. The device was not returned to the manufacturer. No opinion of relatedness was provided regarding human insulins and events. The initial consumer stated that the events of blood glucose increased, possibly too much insulin received, was possibly not delivering insulin, patient had too much hypoglycaemia were related to the reported device. No other assessment of relatedness was provided. Updated 21may2018: additional information received on 16may2018 from initial reporter and on 18may2018 from a second reporter, both of them were processed together, it was added: a second reporting consumer; lab exams; human insulin regular lot number; human insulin regular dose and frequency; serious events of blood glucose fluctuation and fainting. Updated: seriousness of the case (from non serious to serious) . Narrative and correspond fields were updated accordingly. Edit 24may2018: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Edit 25may2018: reiterated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Update 01jun2018: additional information received on 01jun2018 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch and european and canadian (EU/ca) device fields and malfunction from unknown to no. Added the date of manufacturer for the suspect device. Corresponding fields and narrative updated accordingly.